Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2012. Uretex sup urethral support system. Catalog #: 485013. (B)(6). Attorney.

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received.